Event description:
It was reported that the right ventricular lead was explanted due to unacceptable thresholds and the lead 'pulled back'. No patient complications have been reported as a result of this event.